Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient became ¿circulatory unstable¿ during three continuous renal replacement therapy (crrt) attempts, using a oxiris set. According to the reporter, during the first two attempts, "the patient became severely circulatory unstable immediately after starting the treatment". The third time, the patient was given volume and inotropic medications before starting the treatment. It was reported "it went smoothly for approximately 60 minutes before the patient became unstable again". The patient received "further corrections" and treatment was continued. No additional information is available.